Manufacturer narrative:
The initial reported information received on 4/8/2021 did not qualify this event to be reported as an MDR. Since the initial report, new information was learned on 8/25/2021, indicating that qualified this event for submission of this medwatch form. As directed by an MDR analyst in FDA's MDR office, this MDR is filed using the newer date of 8/25/2021 when the company became aware of information that makes the event reportable. The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgment must always be used.

Event description:
It was reported that physician experienced difficulty during cervical dilation. At the time of device insertion a uterine perforation was suspected and confirmed hysteroscopically. Ablation procedure was aborted and the patient elected to undergo hysterectomy.